Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, lever mount broken, flexible printed circuits (fpc) short circuit, distal end forceps cover cracked, probe unit acoustic lens damaged, probe unit defective, distal end deformed, nozzle clogged, bending section rubber glue sharp edge and chipped, bending tube deformed, metal braid cutting wire, connecting tube scratch, grip unit scratched, scope body damaged, right left knob scratched, up down knob scratched, biopsy knob painting peel off, scope cover scratched, air/water nut painting peel off, suction cylinder nut painting peel off, witch box unit scratched, universal cord chemical damage, angulation play, and probe unit piezo elements defective. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and investigation was unable to confirm the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, adhesive on the distal end was found peeled¿ which might have occurred due to the similar reason as other damages. However, investigation could not determine if the peeling was caused by stress, handling, or other issues. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had no flow from the main air/water system due to air/water nozzle clogged. Upon inspection and testing of the customer returned device, the scope adhesive was found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.